Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Information about affected serial number has been requested to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated again with cupriavidus pauculus and sphingomonas paucimobilis. There is no known patient involvement.

Manufacturer narrative:
H.10: through analysis of installed base and follow up communication under a previous complaint from the same hospital (MFR number 9611109-2022-00036), livanova was able to determine the device serial number. The information has been added to the dedicated d.4 section and manufacturing date of device has been updated accordingly in section h.4.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova with the customer, it was communicated that relevant information for this event can be retrieved from follow up communications conducted under another case from the same hospital and that no additional information will be provided. Review and analysis of information provided under the previous complaint from the same hospital has been performed revealing that the following information is applicable to this specific device contamination event. In detail, it was determined that the customer did not follow device instruction for use. The following deviations could be identified: use of cleaning products not listed in IFU. The customer did not spray and let sit for the appropriate time. The customer did not wipe for the appropriate time. The customer communicated that the devices was not cleaned each 14 days and it is unknown the frequency of disinfection applied. H2o2 level monitored from monday to friday and not on the weekend water quality monitoring not performed before december 2021. Use of quest mps device connected to the heater coolers with a long clear pvc tubing. This device is not between the approved device accessories by livanova and this configuration could be a source of bacterial contamination as the quest mps device was left filled with water. Livanova performed onsite visit to improve knowledge and train the personnel on device instruction for use. According to the information provided by hospital epidemiologist, the devices have been disinfected according to the instruction for use. Although post disinfection reports have not been shared by the customer, it was reported that, microbial samples taken post disinfection were within the acceptable limit reported in the instruction for use. It is likely that the above mentioned deviation from device instruction for use may have led to the reported contamination.